Event description:
This pt had implantation of a 3.0/18mm cypher stent in 2003 in the proximal obtuse marginal. The stent was properly deployed and post-dilated to 16 atm. The pt was on aspirin, plavix and integrilin and did well overnight. But, the next day, just prior to discharge, pt developed chest pain and st elevation. Repeated angiogram showed total occlusion of the stent at the proximal edge. Angioplasty was performed to recannulize the stent and a thrombus was dilated with a slightly oversized balloon and because of haziness proximal to the cypher, a 3.0/8mm zeta was implanted with excellent result. The pt was treated with 48 hours of integrilin and was discharged today in good condition.